Event description:
The customer identified falsely reactive alinity I toxo igg results for four patients. The following was provided: (B)(6). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced the vortexer, stabilized (rohs) (part number 7-76656-05), and the vacuum pump repair kit (part number a-30111940-03) which resolved the issue. A review of service history for the alinity I (B)(6) revealed no subsequent issues have been reported related to erratic discrepant results and hardware parts, post service intervention for the current issue. A review of tracking and trending for the vortexer, stabilized (rohs) (part number 7-76656-05), and the vacuum pump repair kit (part number a-30111940-03) did not identify any trends. Review of tracking and trending for the alinity I/architect ia did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the vortexer, stabilized (rohs) (part number 7-76656-05), and the vacuum pump repair kit (part number a-30111940-03) or the alinity I (B)(6) was identified.